Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-1110-02 serial#: (B)(4) description: ipg kit without pull-through tunneler. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was explanted due to infection at the lead site. The patient's symptom was redness. The patient was prescribed antibiotics and is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to infection at the lead site. The patient's symptom was redness. The patient was prescribed antibiotics and is reportedly doing well.